Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a sudden onset of throwing up a month prior to the event. When the patient visited the healthcare provider, it was determined that the device was turned off. The patient reportedly went through a shopping center and a grocery store ¿around¿ the time of the incident. The device was turned back on, and a follow-up appointment was set up for (B)(6) 2015. Follow-up being conducted on actions taken and patient outcome.